Manufacturer narrative:
Date of event unknown, awareness date used. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: product leakage at the junction between the extension tube and the syringe, with visible dripping. It is impossible to know which of the two is causing the problem, but we have checked that they are properly screwed in place. There has been no known harm to patients to date; the medication was administered but a small amount was lost.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.